Manufacturer narrative:
A patient experienced ineffective therapy and high impedances due to lead migration was reported to abbott. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Therapy was confirmed post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-02543. It was reported that the patient's scs percutaneous leads had migrated, causing ineffective therapy and high impedances. The migration was confirmed via x-ray. The patient stated that they did not abide by the guidelines for not bending/twisting following implant and went back to work too soon after post-op. In turn, surgical intervention may take place to address the issue.